Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the left ventricular lead exhibited high capture threshold. The lead was capped and replaced on (B)(6) 2017. The patient was fine post procedure.